Event description:
During hospitalization of the pt in 2004, it was determined that one leaflet of the implanted carbomedics mitral valve was stuck closed and the other leaflet had restricted movement. The valve was explanted in 2004 and was found to be covered with pannus tissue. The pt was last reported to be doing well.